Event description:
The customer reported being hospitalized due to high blood glucose of 700 mg/dl, and she was treated with an insulin drip. The customer stated that she felt tired and like she was going to fall asleep. The events leading to her admission was decreased sodium levels. Troubleshooting could not be performed as the customer's grandchildren had a baseball game. The customer stated that her blood glucose has been almost controlled since her admission. Advised the customer to call back as soon she can troubleshoot the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.